Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord and the battery pack were placed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse observed the system would intermittently not power up when power was cycled. There was no patient injury or death reported.